Event description:
It was reported that the pump is emitting no cartridge detected warnings.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump alarm history did not show any "no cartridge detected" warnings. The pump black box showed one loss of prime warning associated with an auto off and one loss of prime preceded by an occlusion alarm. A rewind, load, and prime step were performed without alarms and the pump was exercised for 24 hours without interruptions. An occlusion was induced and the pump alarmed appropriately; a loss of prime was induced and the pump gave an audible and visual alert. The pump was opened and no damage was found. The complaint of "no cartridge detected" could not be verified or duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.